Event description:
Medtronic received info that this bioprosthetic valve, implanted 4.5 years, was explanted due to regurgitation.

Manufacturer narrative:
(B) (4). Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to pt condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were stiff but slightly flexible except where mineralization extended on the inflow and outflow. There was moderate to extensive tissue deterioration due to visible mineralization on all cusps. Small tears on the tunica of all cusps along the inflow margin of attachment appeared to be due to host tissue removal. The non-coronary left commissure was intact. There was moderate to extensive tissue deterioration associated with mineralization on the left and right non-coronary commissures. A remnant of pannus was noted on the inflow margin of attachment adjacent to the left cusp. Pannus remained attached to the existing sewing ring, on the outflow, adjacent to the right and non-coronary cusps. An unk amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed moderate to extensive mineralization in the right and non-coronary cusps. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to extensive mineralization and host tissue overgrowth. These findings are generally considered a pt related condition.